Event description:
It was reported by the patient that 16 days after a coronary drug eluting stenting treatment procedure, a hypersensitivity reation may have occurred. The patient successfully had two taxus express2 ddrug eluting stents implanted. 16 days after the patient started to complain of extreme bilateral joint pain in his hands, sensation when swallowing, rash, swelling, angioedema of his face, burning and itching of his hands and feet. Made several attempts in one month to get add'l information without success.